Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed product evaluation. The assignable cause was not identified and no repair was necessary for the reported condition. The tubing channel was cleaned and dried as a precaution. Additional information: the device was evaluated on-site at the customer facility. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. No additional information is available.